Event description:
Ventilator supporting pt's respitatory needs became disconnected (loosened, but not completely unplugged) from power source. Internal ventilator failure audible/visual alarms never activated. Caregiver (respiratory therapist) recognized situation immediately upon visual assessment and reconnected ventilator to power and supported the pt, followed by removing this ventilator from service. Equipment was returned from MFR on 5/21/96 with report of 'no problems' found.